Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure of the spine it was observed that the motor device did not respond with the console device. It was further reported that the console was tested with another motor device and it worked fine. There were no delays in the surgical procedure as an identical spare device was used to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device did not respond when plugged into console was confirmed. An assessment was performed which found that the device had intermittent operation. During assessment the device was disassembled and it was found that motor and flex circuit were worn-out. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.